Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 40 mg/dl and their sensor glucose read 70 mg/dl. The customer stated they were never alerted of their low blood glucose as a result. Customer reported experiencing low blood glucose from their gastroparesis. The customer also reported receiving a sensor end alert. Customer declined to return the product for analysis.